Event description:
A healthcare facility in (B)(6) reported that the base leg of an iw934 cosycot infant warmer was cracked. They further reported that the elevator function and motion on the reported iw934 still work properly. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare for evaluation. Therefore, our analysis is based on the photograph provided by the healthcare facility, investigation of similar complaints and our knowledge of the product. Results: the photograph provided by the healthcare facility revealed a longitudinal crack on the plastic leg under the column footing of the reported iw934 cosycot infant warmer. Conclusion: the crack damage to the leg of the iw934 cosy cot infant warmer was most likely due to overloading of the device and exceeding the maximum weight capacity of (B)(4). To increase awareness and to reduce the incidence of cracked bases, a warning is provided in the form of a "(B)(4) max weight" label applied to the column of the infant warmer. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. The healthcare facility was provided with a replacement base with aluminium legs with a maximum capacity of 140 kgs.